Event description:
Patient was tested on subject device and inr = 5.5. Within 4 hours laboratory sample taken and inr = 4.0. One lot of controls were run and were out of range. A different lot of controls were run and within range. No treatment was given to patient.